Event description:
Report received of an over-delivery of narcotic due to operator error in programming. It was reported that the pump was returned from clinical service with a note attached stating the pump "delivered too much too fast". According to reports co received, the pump was programmed with the wrong drug concentration, but that there was no reported adverse pt event as a result. There was no further information available as to what the ordered parameters were or how the pump was programmed. Though requested, there was no further info available.